Event description:
Tap. It was reported that 91 days after implantation of a 3.0x12mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the left anterior descending artery (lad). A pre-intervention stenosis of 60% was reported. The lesion was pre-dilated with a 2.5x9mm maverick balloon. A 3.0x12mm taxus stent was deployed in the lad, in the region of the lesion. It was not reported that the stent was post-dilated. The patient received angiomax, integrilin, and intra-coronary nitroglycerin during the procedure. It was reported that the patient tolerated the procedure well. The patient presented 91 days after the initial procedure with chest pain and a 90% in-stent restenosis in the mid lad. An atherectomy was performed on the lad using a 3.0x10mm cutting balloon. A post-intervention residual stenosis of 0% was reported. The patient received angiomax and intra-coronary nitroglycerin during the procedure. The patient "tolerated procedure well."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8499832 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. Should further relevant information become available; a supplemental medwatch report will be filed.